Event description:
Edwards learned of a valve that required valve in valve intervention after an implant duration of 10 years, eight (8) months due to stenosis of the prosthetic valve. The patient was implanted with a trancatheter valve within the existing valve. The case was reported as succesful and without complications.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.